Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2026. The ventricular assist device (vad) functioned as intended. The patient was not elevated on the transplant list due to a device or therapy related issue. The patient was transplanted due to right ventricular (rv) failure.